Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "therapist found the swg was kinked after finishing cvc setting." No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "therapist found the swg was kinked after finishing cvc setting." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire contained one major kink. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that both the proximal and distal welds were spherical and intact. The kink in the guide wire measured 429mm from the proximal weld. The guide wire total length measured 685mm which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .790mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars) and 18 ga introducer needle. The guide wire was able to pass through the subassembly with only minor resistance at the kinking. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number, however, two potential lots were identified based on a sales history review for this customer. Two device history record reviews were performed based on the two potential lot numbers from sales history and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained one kink. Despite this, the guide wire met all relevant dimensional and functional requirements, and two device history record reviews were performed based on sales history (two potential lot numbers from sales history) with no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.